Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, post-sensed t-wave oversensing was observed. The patient was asymptomatic. Programming changes were not expected to be made. The patient will continue to be monitored closely.